Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, cracked tubing to reservoir.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and additional device information, lot number. A titan pump, two cylinders, and piece of detached inlet tubing were received for evaluation. Examination and testing of the returned component revealed surface abrasion on all tubes of the pump. Partial separations within abrasion noted on both exhaust tubes. Testing revealed these not to be sites of leakage. The detachment sites of the inlet tube of the pump and the inlet tube appear to be rough and irregular, indicating sufficient stress was exerted. No functional abnormalities are noted with the pump, cylinder #1, cylinder #2, or the detached inlet tube. Based on previous quality simulations and examination of the returned product and the information received, quality concluded that the rough and irregular surfaces within abrasion of the inlet tubing detachment site indicate the inlet tubing twisted in vivo and resulted in separation while in vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.